Event description:
A 7mm diameter x 40 mm length bridge assurant biliary stent was inserted for use in a patient for treatment of a 90% percent stenosed iliac artery lesion in 2003. It was reported that the device would not pass through the hub of a 6f arrow sheath. The physician exchanged the sheath and placed a 7f arrow sheath and successfully completed the procedure with the same device. No clinical sequelae were reported, and the patient is reported to be fine. The stent delivery system was discarded.